Manufacturer narrative:
The reported event did not involve patient management. Section a was left blank. The root cause for the white screen at boot with no bios information, observed during the functional check, was due to a defective aic lcd display.

Event description:
It was reported that a loaner automated impella controller was returned from a customer. The pump had difficulty starting up and when it did, it showed a white screen. The controller could only be switched off by emergency shutdown. There was no patient involved in this event.